Manufacturer narrative:
Although a model was named, the brand name, UDI and manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in canada. Consumer reported via e-mail that an unspecified number of tampons were missing the string. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.